Manufacturer narrative:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during an unknown time the wrench is stuck. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.